Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01562. It was reported that the patient presented for a normal generator change on (B)(6) 2020. During the procedure, it was noted that the left ventricular lead had been turned off for high thresholds in the past. It was also noted that the right ventricular lead was over-sensing noise and was over-sensing atrial pacing. The leads were capped and replaced. The patient was stable.